Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening on anterior. A visual and microscopic analysis was performed which identified striated opening and crease fold. Base on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a rupture of the left device. Device remains implanted.